Manufacturer narrative:
Due diligence has been performed to obtain additional information about the reported event. To date, no further information has been received.

Event description:
Customer reported getting error code 1007.the customer reported that the device was in clinical use at the time the issue was discovered, but there was no patient harm.

Manufacturer narrative:
The manufacturer's field service engineer was able to duplicate the reported problem. The customer declined philips services and repaired the unit by reseating the ribbon cable. The device is back in service.